Event description:
Boston scientific received information that the patient with this implantable lead complained of chest pain since the implant procedure. The lead was originally in the apical of the right ventricular chamber. Echocardiography was performed and it was not apparent that the lead had moved at all. Other caused for the chest pain were ruled out. The physician elected to reposition the lead to the mid-septal area. There were no additional adverse patient effects. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.